Manufacturer narrative:
The microsensor ((B)(4)) was not returned for evaluation (product discarded) therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. The possible root cause of the defect reported by the customer could be due to excessive pressure applied to product.

Event description:
A facility reported the icp monitor could not detect the microsensor after being implanted; before implantation site closure. The surgeon changed with a new microsensor. The event led to 10 minutes surgical delay.